Event description:
Reported complaint is for shock to pt, with no indication of burn. Initial assessment indicated event not reportable, however follow-up info received after 30-day reporting time period indicated reportable event.